Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with failure of bone fusion occurred due to loosening of the posterior screw and underwent oblique lumbar interbody fusion (olif) at l3,l4,l5. During surgery, when removing the cage by performing olif, the marker of cage was broken. Fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.